Manufacturer narrative:
PMA/510k: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an confirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using a nasopharyngeal sample. Confirmation pcr test was performed twice and generated negative results. The customer confirmed there was no delay or impact in the patient's treatment. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m213667 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m213667and test base part number 190-430 / lot m213667. The lot met the required release specifications. A review of the complaints reported as false positive negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m213667 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference.